Manufacturer narrative:
The reported event was confirmed. The root cause for the reported event is a failed mixing pump. The device was evaluated upon receipt. The unit did not cool. The mixing pump was found to have failed. The mixing pump was serviced during pm process. The arctic sun passed functionality testing in compliance with manufacturer specifications, functions normally and is ready for use. The complaint or reported issue was confirmed through other elements of the investigation to not be manufacturing related. The complaint or reported issue was confirmed through other elements of the investigation to not be labeling or packaging related. Based on the results of the investigation, no additional actions are needed. Correction: d, f, h. UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the biomed attempted to do a calibration in an arctic sun device and failed for an error 1 actual 3387. Per additional information received via mail on 08oct2025, it was reported that, biomed had requested and received po# to send unit in. Waiting for shipment container. Per sample evaluation results on 12nov2025, unit did not cool.

Event description:
It was reported that the biomed attempted to do a calibration in an arctic sun device and failed for an error 1 actual 3387. Per additional information received via mail on 08oct2025, it was reported that, biomed had requested and received po number to send unit in. Waiting for shipment container. Per sample evaluation results on 12nov2025, unit did not cool.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.